Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient is very thin and the ipg pocket area is becoming itchy and uncomfortable. The system will be explanted and replaced. No additional information is available at this time.